Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not allowing to rewind. The customer¿s blood glucose was 120 mg/dl. Customer states that the insulin pump was making an awful crunching noise. Then it gives him two beeps and customer clears the alert and has rewind the insulin pump again. Customer was legally blind and unable to see the serial. The insulin pump will be returned for analysis.

Manufacturer narrative:
No audio/beep anomaly noted. Device received with cracked and bleeding lcd glass. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind anomaly due to cracked/bleeding lcd class. Device had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.